Manufacturer narrative:
The device refenced in this report was reportedly discarded following the completion of the procedure. However, the user facility returned three sample cannulas from the same lot to olympus for investigation. All three sample devices were inspected and no anomalies were detected. The returned samples were found to operate appropriately. The cause of the user's experience cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic ercp (endoscopic ultrasound cholangiopancreatography), as the physician was bending the cannula, the wire on the cannula "popped out" from inside the device while the device was inside the papilla. The device was removed from the pt, and the physician utilized another unk device to complete the procedure. There was no pt injury or complications reported.